Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported a critical pump error alarm on the insulin pump. There were no significant events leading to the issue. There is a crack down the side of the insulin pump. The customer's blood sugar is 97 mg/dl. The insulin pump will not return.